Event description:
On (B)(6) 2025, the patient¿s mother reported persistent highs since the previous night despite ~5 supply changes and starting a new novolog vial. Patient uses a g7 and inset infusion sets. Blood glucose (bg) was 368 mg/dl at time of call; the patient's mother had already given a 4-unit correction injection and moved site to a new location. Agent advised disconnecting the ilet due to recent injection and recommended contacting hcp, as bg had not improved. No ketone test performed, patient was not sick per mother. The patient's bg was out of range for 90+ minutes. No symptoms reported by the mother during the event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.